Event description:
Customer reported a false negativeantibody screen on the abs2000. The sample was negative on the abs2000 but positive on the galileo for a 2 cell screen and for a panel and had a positive panel in tube. The sample was found to be positive for anti-c, anti-e, and anti-fya.

Manufacturer narrative:
A service call was made. The reader window was not seated properly and the readings were out of specification. The reader window was replaced. The lamp also had to be replaced and the voltage was adjusted. After the service call, the instrument operated as expected.